Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was greater than 200 mg/dl to "high" on the continuous glucose monitor. Elevated blood glucose levels were addressed by customer changing pump supplies and administering a correction bolus via the pump.